Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the amount of insulin in the cartridge was unable to be obtained; however, the cartridge had been in use for 3 days and the customer insisted on attempting to complete the load sequence with the existing cartridge. The customer reported blood glucose level was elevated (319 mg/dl) at the time of the event. The customer successfully completed the load sequence with a new cartridge and resumed insulin delivery.